Event description:
It was reported that a broken tip occurred. A 035/260/3mm (b/1) amplatz super stiff guidewire was selected for use. Upon removal from the packaging, a broken tip was identified. The procedure was completed with another of the same device. No patient complications were noted as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).